Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide related information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address and signature requirement, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.